Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022. Initial reporter first & last name: information unknown/not provided. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient can¿t adapt vision and patient has halos and glare in operative eye. Intraocular lens (iol) was explanted. No further information available.